Event description:
A peritoneal dialysis (pd) patient reported that during treatment he was filling very slowly. The cycler alarmed for a supply bag blockage. He discontinued treatment. When he removed the set he found fluid behind the cassette door. He completed treatment manually. During follow up the patient's pd nurse reported that the patient was doing well and there was no medical intervention. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.